Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6), 2023, to replace the magnet. The patient also experienced an infection at implant site. Clinical management of the patient is ongoing. The implanted device remains. Correction: the correct patient identifier is (B)(6) as previously reported and the correct device is nucleus ci522 cochlear implant with slim straight electrode; not nucleus 22 as previously reported. This report is submitted on december 29, 2023.

Event description:
Per the clinic, the patient experienced internal magnet dislodgement. Clinical management of the patient is ongoing. The implanted device remains.

Manufacturer narrative:
This report is submitted on september 22, 2023.